Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The creatinine reagent lot number is 754425. The expiration date was not provided. The field service engineer (fse) found that the analyzer gear pump pressure was low, causing a low rinse level volume. The fse replaced and adjusted the gear pump head, checked rinse volumes, and performed mechanism checks. The fse performed a precision test, calibration, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 lithium heparin patient sample on a cobas 8000 cobas c 701 module. The initial result was 1.18 mg/dl the customer questioned the result as it was accompanied by a delta check and was prompted to repeat the sample on another analyzer. The sample was repeated on another analyzer and the result was 0.75 mg/dl. The repeat result was deemed correct.